Manufacturer narrative:
Product complaint # (B)(4). UDI:(B)(4). Additional information: depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The tightener¿s distal tip was twisted and worn. The tip was twisted in the direction of tightening. The stripped/worn condition of the distal tip is consistent as an end of life indicator for the device. No other issues were identified during inspection. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. After a visual inspection, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities.

Manufacturer narrative:
Reporter is company sales consultant. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the screwdrivers were noted to be stripped after screw insertion and final tightening. The rod holder also lost grip and could not be opened due to a sticky button during rod rotation. Procedure was successfully completed without surgical delay. There was no patient consequence. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity 1); unknown rod (part# unknown, lot# unknown, quantity 1). This is report 1 of 1 for (B)(4).